Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable insulin and thyrotropin (tsh) results for one patient sample. Of the data provided, only the tsh results were a reportable malfunction. The initial result for a fasting sample was 8.13 uiu/ml. On (B)(6) 2016, a fresh sample from the patient was tested on a siemens centaur in another laboratory and the result was 3.663 uiu/ml. The erroneous result was not reported outside the laboratory. The patient was not adversely affected. The reagent lot number was 137811. The expiration date was requested, but was not provided. The calibration data was checked and other patient samples were compared on roche and non- roche instruments. The reagent was recalibrated with fresh calibration material.

Manufacturer narrative:
A specific root cause could not be determined. Possible causes include insufficient electromagnetic interference (emi) compliance in the laboratory, issues with sample quality, insufficient maintenance, or contamination of the environment with the analyte.